Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2, 29 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular as well as the far-field channel, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. Next, the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, in the available iegms the occurrence of noise was observed in the right ventricular as well as the far-field channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional.

Event description:
Ous MDR - it was reported that about 68 months after the implantation, artifacts on this lead were noted. No adverse patient side effects were reported. Both the ICD and the lead were returned for analysis.